Manufacturer narrative:
Continuation of d10: product ID: a820, lot# / serial# unknown, product type: software. Product ID: hh90t01, lot# / serial# (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient's handset was very slow and it displayed a service code 156 and 353. Pt mentioned that they delivered bolus 4x a day and every time they were on their 2nd or 3rd bolus, that's when the message displayed. Pt confirmed that this issue started since the beginning. Pt mentioned speaking with their manufacturer representative (rep) and was instructed to call pt services. Agent reviewed information about the message. Agent walked pt through clearing all the data in their handset; pt confirmed that the message did not show up again. Agent also walked pt on how to close all the apps and instructed them to repeat the same steps after they delivered a bolus. The troubleshooting steps that were taken on the call resolved the issue.